Manufacturer narrative:
The reported product was returned for investigation. The complaint was not confirmed and no new issues were observed. Visual inspection of the device observed some keypad button designators worn off. Keypad peeling and keypad scan button torn. All functional test results were within device specifications. This is a final report.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (6fvk4g) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving readings of 486 mg/dl and 200 mg/dl compared to a lab result of 98 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for meter (B)(4) is unknown.